Event description:
It was reported that during a prodisc l implant procedure at l4-5, when the implant was inserted and the surgeon attempted to remove the inserter, it would not release. In attempting to remove the inserter, the entire implant came out. During the attempt to remove the inserter, the inserter was unlocked as per protocol and confirmed visually. Following explantation, the inserter and implant were still sticking but were eventually separated. The surgeon completed the surgery using a new implant and a new inserter without further incident. The surgery was extended by approximately 10 to 15 minutes due to the problem with the inserter. No adverse effect to the patient was noted. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A follow up product development event evaluation was conducted as the devices noted in the complaint have been returned for review since the initial product development event evaluation. In that evaluation, the root cause of this complaint was predicted to be bent pins of the inserter instrument, but was ultimately indeterminate. Upon evaluation of the returned instrument and implant components, the tips of the inferior inserter arms were confirmed to be visually bent. The inserter could easily mate with and be removed from the returned superior endplate of the implant. There was some resistance (more than typically experienced) when mating the inserter with the returned inferior endplate. The inserter could successfully rotate while assembled with the endplate, allowing it to lock and unlock as intended. While the devices could be disassembled, there was a substantial amount of resistance felt when attempting to separate the inserter from the inferior endplate. The inserter was also tried with other inferior endplates, and the same resistance was felt when mating and disconnecting the two components. The returned inferior endplate was tried with a new inserter and there were no signs of the same resistance noted with the returned inserter. It was able to be mated and removed with no signs of resistance and appeared to be functioning properly. Based upon the condition of the returned devices, the predicted root cause for the inadvertent implant removal that led to the surgical delay has been confirmed to be the bent pins of the inserter. The base cause for the bent pins are high bending moments generated during implant insertion, distraction, or cephalization of the implant. These motions are more likely to take place if there is a misaligned access exposure to the anterior lumbar spine. The drawings for this instrument were reviewed and it is noted that the material for the inferior inserter arms has been changed and testing shows improvement from the instruments yield strength with the new material. The lot number of the returned instrument predates the material change. As the material was changed to provide further resistance to yielding of the pins, the evaluation is considered valid from a design perspective for the inserter instrument. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation showed that both inserter tips were bent on receipt. The inserter corresponds to the drawings and processes in place at the time of manufacture. Too much force was applied to the tips causing them to bend. The inserter is over seven years old. Product development event evaluation states that while the instrument and implant components involved in this case were not provided to product development for review as part of this evaluation, the complaint description and known complaint history to date lead to the prediction that this complaint is most likely due to bent pins of the inserter instrument (B)(4). The inserter device design was reviewed and found to be appropriate for the intended use. The pins were designed to absorb an impaction load of inserting the device into the disc space, and not large bending moments. Excessive bending moments applied to the instrument from not following the recommended technique may cause the pins on the inferior arms to bend. If the access angle to the spine does not allow direct visualization of the disc space as directed in the technique guide, bending moments may be applied to the instrument to continue working through the misaligned exposure. In addition, if the posterior release is not adequate, the pins can bend during distraction. To help with situations where inserters with previously bent pins are used, non-sterile demo parts were released to be used to check the functionality of the inserters before the surgical procedure. A second inserter is also provided in each set and can be used if one of the inserters becomes unusable for any reason.